Manufacturer narrative:
Batch reviews performed on 21 april 2017: lot 162664: (B)(4) items manufactured and released on 23 may 2016. Expiration date: 2021-05-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size 4 left, code 02.07.1204l, lot. 162034 ((B)(4)) (B)(4) items manufactured and released on 25 may 2016. Expiration date: 2021-05-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed flex size 4/13 mm left, code 02.12.0413fl, lot. 152433 ((B)(4)) (B)(4) items manufactured and released on 07 july 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere patella resurfacing size 3, code 02.07.0035rp, lot. 161545 ((B)(4)) (B)(4) items manufactured and released on 28 june 2016. Expiration date: 2021-05-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. (B)(4)

Event description:
The patient came in due to signs of infection. The infection was confirmed as corynebacterium and staphylococcus epidermidis. The surgeon revised all component and implanted an antibiotic spacer. The date in which the components were removed is unknown. On (B)(6) 2017, the surgeon revised the spacer with revision implants. The surgery was completed successfully. X-rays and explants are not available.